Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v276423, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 16-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient¿s family member/friend that the patient had an ins replacement that day, (B)(6) 2019, due to normal battery depletion but when they did the surgery they found the lead corroded. There were no further complications reported.